Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the proximal right coronary artery (rca) with 99% stenosis, pre-dilatation was performed with a 3.5 mm non-abbott balloon catheter. A 3.5x15 mm rx xience alpine stent delivery system (sds) was advanced to the lesion and the stent was positioned in a way that the proximal edge of the stent implanted was located at the ostium of the rca. The sds balloon was being inflated at a low pressure when the stent implant moved proximal on the sds balloon due to pulse. A snare device was advanced parallel to the sds and the sds was removed with the stent implant still mounted on the sds balloon. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. A new same size xience alpine stent was implanted to ultimately treat the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported difficulty to deploy was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional reported information indicates that the hypotube/hub was intentionally cut during the procedure.